Event description:
The customer stated the phosphorus calibration failed and the quality control was out of range low when using a new phosphorus reagent assay on the architect c8000 analyzer. There was no impact to patient management reported.

Event description:
Caller states patient tested 2.0 inr on the coaguchek s system while a comparison lab returned as 3.63 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).